Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case FDA-2014-n-0736-1784, awareness date 27-oct-2015) which refers to an adult female patient who had essure (fallopian tube occlusion insert) inserted in 2009. The consumer reported since having the essure coils implanted she had been diagnosed with an autoimmune disorder (that was never a problem before), chronic inflammation leading to debilitating joint pain and muscle spasm (that landed her in the ER over the summer on top of several doctors appointments), migraines, abnormal and extremely painful menstrual cycles and a number of other health issues. She recently made a list of health issues to discuss with her gynecologist and there were 31 health issues that she had linked to essure. Her health had steadily declined in the past few years she was in constant pain and good days were few and far between. She stated she will undergo a total hysterectomy and bilateral salpingectomy in (B)(6)at the age of (B)(6) in order to be free of the essure device. The product technical complaint investigation results which ptc number is (B)(4) was received on 18-nov-2015. Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous and non-medically confirmed case report refers to a female patient of unspecified age, who had essure (fallopian tube occlusion insert) inserted and since then, she had been diagnosed with an autoimmune disorder. She also was in constant pain. She will undergo a total hysterectomy and bilateral salpingectomy (it is scheduled). These events, seen as pelvic pain and autoimmune disorder, are serious due to medical importance and required intervention. Pelvic pain is listed while autoimmune disorder is unlisted in the reference safety information for essure. Considering pelvic pain may occur during essure use and the implied temporal relationship, causality with suspect insert cannot be excluded. In regards of autoimmune disorder, limited information has been provided; however, given essure's local action in fallopian tubes, causality between this event and suspect insert is very unlikely. Since an intervention will be required (scheduled hysterectomy) this case is regarded as incident. Other non-serious events were informed. Based on available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No further follow up will be actively pursued since this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.